Event description:
The user received a questionable troponin t result for one patient sample. All results are in ug/l. The initial result was 0.068 and the two repeat results were <0.010. The result of <0.010 was reported outside the laboratory. No adverse events were alleged regarding the event. The troponin t reagent lot number was 158877.

Event description:
Caller reported blood glucose results of 22.1 mmol/l at 2226 and 9.9 mmol/l at 2227 on the mobile system. Third result at 2240 was 22.3 mmol/l. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).